Event description:
It was reported that ventricular activity was over sensed on this atrial channel of this implantable cardioverter defibrillator (ICD). A stored atrial tachycardia response (atr) episode was inappropriate due to far-field oversensing. Technical services (ts) was contacted for troubleshooting and noted that the current atrial blanking and ventricular sensing is programmed to the shortest fixed interval. Ts recommended reprogramming options. This ICD remains in-service at this time. No adverse patient effects were reported.